Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump has minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 11mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.